Event description:
An arrhythmia and atrial flutter occurred. The patient required a temporary pacer. During a concomitant procedure for pulse field ablation and watchman, to treat pvi and flutter, a farawave 2.0 was selected for use. A flutter was coming from the lateral side of the right atrium (ra). The physician wanted to do a line connecting the superior vena cava (svc) to the inferior vena cava (ivc). Once getting close to the svc, the mapper pointed out that he was close to the sa node two times. The physician has decided to proceed with ablation anyways. Hence, I pulsed and it pulsed the sa node and he had to put in a temporary pacer. The pfa catheter is what ablated the node. The patient had to be hospitalized and is expected to fully recover. It was further reported that the patient fully recovered with no need of a permanent pacemaker. The patient discharged the following day february 27th, 2026. No medication was required. The flutter was already happening. It was an attempt to ablate the flutter and then it was ablated the node instead.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
An arrhythmia and atrial flutter occurred. The patient required a temporary pacer. During a concomitant procedure for pulse field ablation and watchman, to treat pvi and flutter, a farawave 2.0 was selected for use. A flutter was coming from the lateral side of the right atrium (ra). The physician wanted to do a line connecting the superior vena cava (svc) to the inferior vena cava (ivc). Once getting close to the svc, the mapper pointed out that he was close to the sa node two times. The physician has decided to proceed with ablation anyways. Hence, I pulsed and it pulsed the sa node and he had to put in a temporary pacer. The pfa catheter is what ablated the node. The patient had to be hospitalized and is expected to fully recover.